Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -16.50/3.0/068 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. Caused of the event was a patient related factor. Reportedly, "narrow sulcus." The status of the eye was stated as, "eye is well." Problem was resolved.

Manufacturer narrative:
Weight & race :unk. Patient related factor. Claim# (B)(4).